Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty connecting and securing the modular cable inline connector to the pump cable inline connector could not be confirmed as the products were not returned for evaluation. Additionally, a specific cause for the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 2, "system operations", (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. These instructions state: ¿connect the replacement modular cable to the pump cable by aligning the white triangles and pushing the connectors firmly together. Rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ section 5, "surgical procedures", also states that the yellow line on the threaded portion of the inline connector should be fully covered to ensure a secure connection. The heartmate 3 patient handbook, rev. D, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had damage to the black power lead on controller with visible oxidation on the driveline connection. There were low voltage alarms that occurred while on the mobile power unit (mpu) and charged batteries. A controller exchange was performed in clinic to new controller. During that exchange, oxidation was seen at the driveline connection and a decision was made to perform a modular cable exchange. There was another controller and modular cable exchange performed. During the modular cable exchange, arrows on the pump cable and modular cable were inline however difficult to connect. Once connected, it was difficult to get the cap from the pump cable to grip the modular cable to secure the connection. Related manufacturer reference number: 2916596-2021-07243; 2916596-2021-07247.

Manufacturer narrative:
Patient weight was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.